Event description:
It was reported that the monitor on the 9600 system went from a "live" image to dark. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the monitor. The system was tested and found to be working as intended and placed back into service.